Event description:
During a clinic follow-up, a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. The ra lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.